Manufacturer narrative:
The user facility reported that their light handle cover is detaching and falling from where it is installed upon the light handle. However, the user facility did not report that this occurred during a patient procedure. No procedural impact occurred and there was no patient involvement. Steris has confirmed the reported issue. The polyblend plastic material that is used to form the light handle cover was sourced from a secondary supplier beginning in october 2022 and may not meet performance specifications. Steris initiated a recall (removal) of the affected product on march 3, 2023.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their light handle cover detached and fell into the sterile field. No report of injury.